Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient information, including weight information was requested but not made available. B20: conference information was not specific; it is unknown what happened to the device. Further details were requested (implant and intervention dates, patient details and event description). As of today, no response has been received from physician / presenter. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was from a conference presentation: the presenter stated the presented case was from years ago (specific date not available). A 59-year-old male patient presented with a two-week history of a left calf claudication and discolored toes. Prior to the implant procedure, the patient underwent a lysis drip overnight. The next day, during treatment of the left popliteal artery aneurysm, gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted. Technical success was achieved. The patient was prescribed plavix medication. One month after implantation, the patient presented with an occluded viabahn device and the occlusion could not be re-opened. Lysis drip was done again, but the occlusion did not clear up. Ultimately, an amputation (location not specified) was performed. The physician stated that after the occlusion, the patient showed signs of hit and pf4/hep antibodies was positive. Clotted superficial femoral artery was also observed by images.